Event description:
It was reported that during setup for a case, the 2800 system displayed a heater error. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced two heater boards in the generator. The system was tested and found to be working as intended and placed back into svc.